Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that performance data was evaluated and showed that the patient received two inappropriate shocks due to atrial tachycardia/atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.